Manufacturer narrative:
A sample from the patient was provided for investigation. Investigations have determined that the sample contains an interfering factor to the antibody used in the tsh reagent. This limitation is covered in product labeling.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received erroneous results for one patient sample tested for thyrotropin (tsh) and free thyroxine (ft4). This medwatch will cover tsh. Refer to the medwatch with (B)(6) for information referring to ft4. The sample was initially tested at the customer site on an e602 analyzer, resulting as 18.98 uiu/ml for tsh and 1.02 ng/dl for ft4. The sample was repeated using the fujirebio lumipulse method, resulting as 1.12 uiu/ml for tsh and 0.88 ng/dl for ft4. The sample was also tested for hama tsh, resulting as 20.16 ng/ml. The name of the hama tsh assay is not known. During investigations, the patient sample was tested on a modular pe analyzer, resulting as 25.23 uiu/ml for tsh and 1.10 ng/dl for ft4 on (B)(6) 2016. During investigations, the sample was also tested on e411 analyzer, resulting as 20.98 uiu/ml for tsh and 1.06 ng/dl for ft4 on (B)(6) 2016. It was asked, but it is unknown which patient results, if any, were reported outside of the laboratory. The patient was not adversely affected. The e602 analyzer serial number used at the customer site was asked for, but not provided.